Event description:
International affiliate reports that two moss miami si final tighteners became stripped while trying to perform final tightening. Reports they had to open another set to be able to complete the operation and closure. There were no complications to the patient and procedure completed as required. The following mfg. Medwatch reports are being filed for the two moss miami si final tighteners that were involved in this event: 1526439-2014-11781, 1526439-2014-11782.

Manufacturer narrative:
Device manufacture date: march-20-2008; march-14-2008. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: mar-14-2008, march-20-2008. Examination of the returned moss miami si final tightener found the tip of the instrument was stripped. The lobes were worn on the distal end, indicating that the driver may not have been fully seated in a set screw during use. Review of the device history record found no discrepancies. Review of complaints found no emerging trends. The root cause for the driver tip stripping cannot be positively identified. However, due to the wear pattern it may have been due to the driver not being fully seated in the screw head. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.